Event description:
Plasma donation center reports that donor was found deceased during the evening in 2002. Plasma donation occurred during the afternoon that day. Autopsy was performed with no obvious cause of death found. Review of donor file shows no abnormal findings. The complaint lot was used on other donors in this plasma donation center as well as other plasma donation centers with no problems reported. Evaluation of the pheresis needle lot used for donation shows no nonconformity. All design and quality criteria were met. Release records show that bacterial exdotoxin levels were below acceptance limits and the lot complied with all sterility requirements. No cause for this incident was found in manufacturing records. Companion samples have been returned by the donor center. Follow-up MDR will be filed when test results are complete.